Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a patient experienced reocclusion of artery cerebri media in the left m1 segment following thrombectomy procedure with solitaire x. Magnetic resonance angiography and magnetic resonance perfusion (mrp) imaging revealed clinically significant reocclusion status. Though it was noted that no additional actions were taken or treatment provided, the event was noted to be life threatening and resulted in prolonged hospitalization and unspecified patient disability. Site investigation determined there was a possible correlation between the device and/or procedure and the adverse event though there was no reported device malfunction nor procedure issue. At the time of the report it was noted that the patient's status was "recovered/resolved with sequelae."

Manufacturer narrative:
For reference, supplemental #002 report was submitted after due date due to a technical issue that required extensive investigation by the FDA's MDR support team. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported patient current status was reported as death. However, it was corrected that there was no report the patient died, and instead the patient was lost to follow-up. The site updated their assessment as not related to the aspiration catheter and stent retriever.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the solitaire was used on passes 1, 2, and 3. A nimbus device was used for passes 5 and 6. Aspiration was done through a merci balloon guide catheter on passes 1, 2, 3, 5, and 6. A react 68 was used in pass 4 for aspiration only.

Event description:
Additional information received reported recurrent ischemic stroke due to reocclusion of medial cerebral artery on the left.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.